Manufacturer narrative:
(B)(4). Batch # n5556j. The analysis results showed that one ecr60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right upper lobectomy procedure, the device could not fire after firing by one third on the first firing. The nurse found the staples were malformed with irregular shapes after opening the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.